Event description:
Procedure: lap gastric bypass. A leak was found post-operatively from the stomach remnant and the pt was brought back to the or 48 hours for repair. The staple line was over-sewn. Pt status unknown at this time.